Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of poor waveform signal is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn in the intensive care unit (ICU) was calling to troubleshoot her pressures on the fiberoptix sensor (fos) waveform. The pump (s/n (B)(4)) was in autopilot mode, pattern trigger, 1:2, no alarms or other issues, patient was stable and weaning. Pressures were "significantly off" on the fos. The rn had attempted to use operator mode and transducer. The clinical support specialist (css) walked the rn through going back to autopilot and the pump chose the fos arterial pressure (ap) source. The fos icon was green (fos iab zero'd prior to insertion) and the status codes were okay. The rn reported the fos waveform appeared somewhat dampened as did the transducer. The css discussed the patient's volume status. The cvp (central venous pressure) had been 6-7. The css walked the rn through performing a map cal on the fos waveform after which the rn reported the pressures to be clinically within normal range. The fos icon was now white (fos iab cal value manually adjusted). The rn reported the waveform now looked better. The rn felt that the pump had been achieving the goals of therapy throughout, but the pressures difference was significant. The rn now felt the pressures were appropriate. The css gave the rn her direct number to call back if she had any additional problems. The css received a direct call from the rn. The rn called to state that the central lumen was now flat. The css walked the rn through troubleshooting the central lumen; the rn was unable to flush. The pressure bag was fully inflated and heparinized and was in use. The css discussed aspiration and flushing techniques to attempt to improve the central lumen. The css also discussed notifying the doctor if the central lumen was clotted so that he was aware, in case another a-line insertion was needed. The patient was currently stable and weaning so this was not likely. At 0447est another direct call from the rn was received. The rn called back to discuss the waveform. The rn stated that she was able to get the central lumen a-line back somewhat, although it was very dampened. The fos waveform pressures are also variable and occasionally hemodynamically inappropriate. The css had the rn attempt another map cal, fos icon was white (fos iab cal value manually adjusted) and status was okay. This did not change the status. The pump was utilizing the wave timing algorithm and the rn felt it was achieving the goals of therapy. The css had the rn attempt a power reset on the pump with no change in status. The css and the rn discussed further troubleshooting options, but since the central lumen was not reliable and there was no other ap source, they did not want to risk losing the fos source by disconnecting. The rn stated the doctor planned to discontinue intra-aortic balloon pump (iabp) therapy in the am and was not going to insert another a-line at this time. The css and rn discussed other general iabp therapy questions. At 1030est iab weaned and discontinued without issue.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the rn in the intensive care unit (ICU) was calling to troubleshoot her pressures on the fiberoptix sensor (fos) waveform. The pump (s/n (B)(4)) was in autopilot mode, pattern trigger, 1:2, no alarms or other issues, patient was stable and weaning. Pressures were "significantly off" on the fos. The rn had attempted to use operator mode and transducer. The clinical support specialist (css) walked the rn through going back to autopilot and the pump chose the fos arterial pressure (ap) source. The fos icon was green (fos iab zeroed prior to insertion) and the status codes were okay. The rn reported the fos waveform appeared somewhat dampened as did the transducer. The css discussed the patient's volume status. The cvp (central venous pressure) had been 6-7. The css walked the rn through performing a map cal on the fos waveform after which the rn reported the pressures to be clinically within normal range. The fos icon was now white (fos iab cal value manually adjusted). The rn reported the waveform now looked better. The rn felt that the pump had been achieving the goals of therapy throughout, but the pressures difference was significant. The rn now felt the pressures were appropriate. The css gave the rn her direct number to call back if she had any additional problems. The css received a direct call from the rn. The rn called to state that the central lumen was now flat. The css walked the rn through troubleshooting the central lumen; the rn was unable to flush. The pressure bag was fully inflated and heparinized and was in use. The css discussed aspiration and flushing techniques to attempt to improve the central lumen. The css also discussed notifying the doctor if the central lumen was clotted so that he was aware, in case another a-line insertion was needed. The patient was currently stable and weaning so this was not likely. At 0447 est another direct call from the rn was received. The rn called back to discuss the waveform. The rn stated that she was able to get the central lumen a-line back somewhat, although it was very dampened. The fos waveform pressures are also variable and occasionally hemodynamically inappropriate. The css had the rn attempt another map cal, fos icon was white (fos iab cal value manually adjusted) and status was okay. This did not change the status. The pump was utilizing the wave timing algorithm and the rn felt it was achieving the goals of therapy. The css had the rn attempt a power reset on the pump with no change in status. The css and the rn discussed further troubleshooting options, but since the central lumen was not reliable and there was no other ap source, they did not want to risk losing the fos source by disconnecting. The rn stated the doctor planned to discontinue intra-aortic balloon pump (iabp) therapy in the am and was not going to insert another a-line at this time. The css and rn discussed other general iabp therapy questions. At 1030 est iab weaned and discontinued without issue.